Event description:
It was reported that during a procedure, "a piece of the plastic tip the size of a pin point on the serfas came off and went into the patient and it could not be found." No patient injury was reported by the user facility.

Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation. The device's lot number was not provided so the manufacture date and expiration date are unknown. A visual examination of the device revealed the suction tubing and electrical cord were detached and the electrode was missing from the distal tip. Based on the information in the instructions for use, it is possible that the device came in contact with a metal object; was used for mechanical displacement of tissue or bone; the probe was used as a prying or scrubbing tool; excessive force was used when inserting or removing the probe; or the distal tip was subjected to forceful impacts on rigid objects inside the joint. Sss's IFU states: "do not activate probe while in contact with metal objects and/or instruments as unintended tissue or probe damage may occur." "Do not use the probe as a tool for the mechanical displacement of tissue or bone, or use the probe as a prying or scrubbing tool, as this may result in damage to the tip of the probe." "Do not use excessive force when inserting or removing the probe. Do not insert probe into an obstructed passageway. Patient injury and or product damage may result." "Do not forcefully impact the tip of the probe with rigid objects inside the joint as this can cause damage to the tip of the probe." This is the first complaint of this nature that sss has received. This report is being filed as a malfunction due to sss's sister facility, stryker endoscopy, being in a 2 year reporting cycle due to the electrode breaking off, even though there was no patient injury in this event.